Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(4) product type recharger product ID 97745 lot# serial# (b)(46 product type programmer, patient product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt's recharger antenna was connecting to ins and charging the ins about 20%; after charging 20%, the pt would get "poor recharge quality. The pt cannot get ins to charge past 20%. Pt had been experiencing this issue for the last two weeks. Pt tried many different positions including lying down, sitting up and pushing the recharger antenna into body, and walking around, but changing positions did not resolve issue. Pt used their daughter's recharger antenna and was able to charge ins fully without issue. An email was sent to the repair department to replace the recharger antenna. No symptoms were reported. Additional information was received. It was reported that it was taking forever to recharge their ins, the patient (pt) said it had taken them almost an hour to get the ins charged up to 20%. Pt also mentioned that they would recharge the controller up to 100% and a day and a half later, it would be completely depleted. Pt inspected the recharger (rtm) and controller port; pt said the rtm looked good however, some pins in the controller port looked pushed over. Pt said that the rtm was a little hot while recharging on the call. An email was sent to the repair department to replace the controller. No symptoms were reported.